Event description:
It was reported that the patient on peritoneal dialysis (pd) therapy that was hospitalized for an unrelated issue, had experienced peritonitis a couple of years ago. The treatment was not reported. It was not reported if the patient was hospitalized for the reported condition. Outcome of peritonitis was not reported. The pd therapy was ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Actual occurrence date is unknown, but was reported to have happened a couple of years ago. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.